Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed. The customer's blood glucose was 300 mg/dl. Reportedly, the customer changed supplies and successfully resumed insulin.